Manufacturer narrative:
The device was returned for evaluation. The position of the cam when valve was received was at setting 2. The valve was visually inspected: no defects noted. The valve was hydrated. The valve was tested for programming and passed the test. The valve was flushed; the valve passed the test no occlusion was noted. The valve was leak tested; no leaks noted. The valve was reflux tested; the valve failed the test. The siphon guard was tested and passed. The valve was dried. The siphon guard was removed. The valve was then pressure tested and the valve failed the test. The valve was dismantled and examined under a microscope at appropriate magnification. A clear jelly like biological debris was found on the rotation construct, on the ruby ball, on the helical spring, on the flat spring of cam/ball arm assembly. A search for relative complaint for the same issue with the same product code and lot number was not possible as the lot number was unknown. Review of the history device records was not possible as lot number was unknown. The root cause for the problems found during investigation is probably due to the biological debris found on the rotation construct, on the ruby ball, on the helical spring, on the flat spring of cam/ball arm assembly. Based on the results of the investigation, the reported issue was not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or additional relevant information, a follow-up report will be submitted.

Event description:
It was reported that the valve was implanted. The doi and the initial setting was unknown. After implant, the setting was lowered to 2. However, the x-ray images showed no improvements, and valve obstruction was suspected. Therefore a revision surgery was performed on (B)(6) 2019. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.